Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on tuesdays and thursdays when they exercise, with blood glucose of around 250 mg/dl at the time of the incident. The customer was given food to treat. The customer experienced symptoms such as flapping on the floor. The customer was wearing the insulin pump during the incident. The customer was getting pump errors but they were able to clear and resolve them. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.